Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned to the manufacturer, analyzed, and no anomalies were found.

Event description:
It was reported that the device was tested in the box and failed two times for no telemetry. The device was not used. No patient complications have been reported as a result of this event.